Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. Pm board was installed into a test ventilator in an attempt to duplicate the reported problem of backup alarm failed alarm. Pm board was tested and no errors were generated and no failures were identified. The root cause for the occurrence of backup alarm failed could not be identified.

Manufacturer narrative:
The service technician during service performed on 02/10/2017 review of the diagnostic event log and identified occurrence of backup alarm failed alarm. The event was not duplicated. Power management (pm) board was replaced for prevention. The pm board was sent to the v60 vent manufacturing facility for evaluation. The pm board was received at the manufacturing facility on 02/212/017, evaluation is anticipated, but not yet begun.

Event description:
The international customer sent the device to the international service center for routine periodic maintenance. There was no patient involvement.